Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
At the end of a myomectomy, the surgeon reported 2 third degree burns on the patient. The first burn was at the top of the incision site measuring 2 ½ inches x 3 ½ inches and the second burn was at the bottom of the incision site measuring ½ inch x 1 ½ inches. The surgeon noted using wet laps along the edge of the incision to prevent a burn. The surgeon believes there was no issue with the device and it did not cause the injury. The patient was treated with silvadene.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: after using wet laps around the incision, the surgeon noticed two burns on the patient, post-op. Follow-up testing with an aquamantys¿ 2.3 device produced an e1 and an e3 error code. It was also noted that saline did not reach the device tips when initially primed. Complaint device details: product code (cfn): 40-405-1 serial: (B)(4) testing performed: visual inspection: packaging: generator was returned in an approved mae box with proper foam protection. The packaging did not appear to have sustained damage during transit. External visual: there was no evidence of external defects to the generator. Internal visual: there was no evidence of internal defects to the generator. Functional inspection of generator related to reported issue(s): test(s) performed in accordance with reported issue: functional test, power output test, flow test. Are measurements within specification?: yes, equipment used for testing: : (B)(4) results of each test performed: generator passed all functional tests - device insertion; 3-pin and 7-pin devices were recognized. The test devices activated rf upon button press, and rf output stopped on button release for 3-pin test device and 7-pin test device both cut and coag. Review of event log showed 6 recorded errors code e3 on (B)(6) 2016 and 1 error code e1 on (B)(6) 2016. E1 errors can occur when an activation button on the disposable device is pressed during the power on cycle of the generator. The power output tests and flow test confirm that all parameters tested are within specifications. No failure detected error code e1 - switch on handpiece may be stuck in the on position error code e3 - patient return electrode has poor connection the error codes e3 and e1 - are ¿normal use¿ error codes and not indicative of a problem with the generator. Describe resolution of defect (fix): no failure found were there additional failures found? No slhr review: this generator has not been in for service prior to this complaint investigation conclusion: the reported issue was confirmed for error codes in memory, but not for patient injury concerns. Reference documents: complaint analysis-generators-work instructions, 42-10-1119 rev. B aex service process instructions, 61-90-0703 rev. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
At the end of a myomectomy, the surgeon reported 2 third degree burns on the patient. The first burn was at the top of the incision site measuring 2 1/2 inches x 3 1/2 inches and the second burn was at the bottom of the incision site measuring 1/2 inch x 1 1/2 inches. The surgeon noted using wet laps along the edge of the incision to prevent a burn. The surgeon believes there was no issue with the device and it did not cause the injury. The patient was treated with silvadene.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.